Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
It was reported, the patient is deceased. The cause of death is unknown and analysis of the device was requested. The cause of death has not been determined by the coroner or family physician. The patient was pronounced by the paramedics and the coroner did not attend.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) ICD implanted: 2012 (B)(6); 5076-58 lead implanted: 2012 (B)(6). (B)(4).